Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Event description:
It was reported that 3 unspecified bd eclipse¿ needles had blood exposure issues, 25 needles leaked, 35 needles caused infections including bacteraemia and sepsis, 67 needles' safety shields broke off, 12 needles had safety shield failures, 6 needles were blocked, and 11 needles had loose safety shields. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of clinician exposure to body fluid or blood (3), leakage (25), infection (blood stream bacteraemia, sepsis etc.) (35), the safety shield broke off (67), syringe needle connectivity issues (13), safety mechanism failures (12), needle clogged/blocked (6), the package was difficult to open (57), needle dull/blunt (23), safety shield was loose (11), needle bent (7), needlestick injury (before patient use) (2), and "fluids not received" (1)." "Additional information related to leakage: "report to the hospital supply" (49896) additional information related to infection: "delayed in patient discharge" (49925); "sepsis" (49900) additional information related to syringe needle connectivity issue: "nothing to add" (49898) additional information related to needle dull/blunt: "nothing to add" (49898) additional information related to safety shield loose: "nothing to add" (49898)".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 unspecified bd eclipse¿ needles had blood exposure issues, 25 needles leaked, 35 needles caused infections including bacteraemia and sepsis, 67 needles' safety shields broke off, 12 needles had safety shield failures, 6 needles were blocked, and 11 needles had loose safety shields. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of clinician exposure to body fluid or blood (3), leakage (25), infection (blood stream bacteraemia, sepsis etc.) (35), the safety shield broke off (67), syringe needle connectivity issues (13), safety mechanism failures (12), needle clogged/blocked (6), the package was difficult to open (57), needle dull/blunt (23), safety shield was loose (11), needle bent (7), needlestick injury (before patient use) (2), and "fluids not received" (1)." "Additional information related to leakage: "report to the hospital supply" (49896). Additional information related to infection: "delayed in patient discharge" (49925); "sepsis" (49900). Additional information related to syringe needle connectivity issue: "nothing to add" (49898). Additional information related to needle dull/blunt: "nothing to add" (49898). Additional information related to safety shield loose: "nothing to add" (49898)."